Event description:
This device was explanted and replaced in 2004 as the result of an unknown problem. Additional information has been requested from the health care provider, regarding the suspected malfunction. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications.